Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure, there were no sensing, no threshold, and no impedance measurements detected when the lead was tested. Repositioning the lead five times still did not resolve the issue. The lead was not used and a second lead was successfully implanted with acceptable values.

Manufacturer narrative:
Analysis was normal. No anomalies were found.